Event description:
It was reported that during a lar procedure, after firing the device, no staples were found. An additional one hour or time was required to perform hemostasis and manual anastomosis in a site of difficult access.